Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
On (B)(6) 2019, the initial surgery of "aequlis reverse fracture" and "aequlis reverse" was performed on the left shoulder. On (B)(6) 2019, the affected area was dislocated when patient's weight was applied to the walker. The surgeon tried to reduce it that day, but it didn't work. Later, when the surgeon took a CT (date is unknown), it was found that a bone fragment was caught between the insert and the sphere and could not be reduced. On (B)(6) 2019, a revision surgery was performed. The insert was removed for reduction.